Event description:
The pt had undergone bilateral mastectomy with reconstruction in the past. She had recently undergone a mammogram that disclosed that at least one implant was no longer intact. High magnification video endoscopy showed no external silicone gel on the left side, but on the right implant, there was a thick coating of silicone gel. The right capsule contained approx 15 cubic centimeters of free silicone gel. The left implant was intact. The right was found to have a tiny pin-point leak in the upper outer posterior aspect.